Manufacturer narrative:
It was reported that noise was coming from the hls set. The hls set was connected properly and it was confirmed that there was no gap present between the cardiohelp and hls set. The customer stated that the patient was on for an extended time, and it was felt that the coagulation build-up was the cause of the noise. The cardiohelp was investigated in complaint ID# (B)(4)). On 2024-05-24, the fst confirmed that several communication attempts were done to retrieve information, but the customer was unresponsive. Two previous reports were sent for this case (ref.(B)(4)). The failure occurred during treatment. No harm to any person has been reported. The affected product is not available for technical investigation as the hls set was discarded by the customer. Therefore, the exact root cause remains unknown. However, the customer and the fst stated that the most probable root cause was coagulation built-up in the hls set which caused the noise. A medical consultation was performed by getinge medical affairs on (B)(6) 2024 with following conclusion: clots in ECMO are a known phenomenon and occur in 0.5 to 1.5% of ECMO runs documented in the elso registry. Multiple causes may be causative of undesired clotting in the patient, the circuit, or entrain clots from the patient into the ecc-circuit. In the elso red book, chapter 5, mentions under ¿pump failure¿: ¿pump failure may occur in all magnetic driven centrifugal pumps when there is impeller imbalance within the pump-head. This can happen due to magnetic field disturbances, air entry or small clots that disrupt the pump-head balance. Often the pump will make a noise, hemolysis will occur, and the pump might stop abruptly.¿ with the correct positioning of the hls-disposable confirmed by the customer, and in light of the fact, that the customer already suspected an increased clot burden, after an extended ECMO run, this seems to be the most likely root cause for the observed noise. Why the suspected clot may have formed could be influenced by a number of factors and without further details on the patient condition, laboratory values at the time and applied medications a conclusive statement is not feasible. As the disposable was discarded, no further investigation was possible. A definitive root cause could not be established. As the service technician remarked that the ¿unit tested perfectly¿ this seemingly excludes the cardiohelp console as a likely candidate. Further, in the past a correlation between clotting and a humming noise coming from the pump has been established. According to getinge life-cycle-engineer (lce), it is possible to state that is very likely that the noise could be a result of clotting in the pump housing and the associated change in the rotor position and flow behavior. As stated in the instructions for use of the hls, in the chapter ¿safety instructions for centrifugal pump¿, ¿leaks or scratching noises in the centrifugal pump can be a sign that it is malfunctioning. Malfunctioning can lead to inadequate patient support. Always keep a replacement hls set advanced at the ready. Listen for scratching noises when priming the system. Replace the hls set advanced if you hear scratching noises. In addition, in the chapter "safety instructions for the extracorporeal circulation" , it is indicated clearly that "no anticoagulation or insufficient anticoagulation causes occlusion of the extracorporeal circulation and the patient circuit. This can lead to inadequate patient support, hemolysis or thrombus formation in the patient. Weigh the benefits of extracorporeal circulation against the risk of systemic anticoagulation. Use anticoagulants; e.g. Heparin or argatroban. Check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). Ensure that the act value does not fall below the value which is appropriate for the application, and check the coagulation status of the patient's blood regularly. The protocol for coagulation management is the responsibility of the user in charge. The review of scrap, rework, enhancements, design changes, CAPA, and field actions from the device history review could not be performed as the serial/lot number was not available. Nevertheless, the non-conformance data was reviewed an no abnormalities in regards to the reported failure were found. Based on the results, and the provided video, the reported failure "hls set noise" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).